Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was observed to be leaking. Customer's blood glucose was 162 mg/dl. Customer loaded another cartridge to resolve the issue.